Event description:
It was reported that the customer was in the emergency room due to hyperglycemia. The blood glucose reading was 578mg/dl. It was stated that the customer experienced fatigue, chills, and nausea. Troubleshooting was performed. Assisted the customer to run a manual prime test, and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.